Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (damaged monitor pins) was confirmed. Upon investigation the monitor failed a baseline test. The cause for the failure was isolated to bent pulse pins on the electrode belt receptacle. The root cause of the bent pin is excessive force when mating the belt connector while misaligned. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that a patient's monitor had damaged pins in the belt receptacle.